Event description:
It was reported that, "the surgeon removed the 11mm poly and exchanged with a 16mm cr x3 poly."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.